Event description:
It was reported that this right ventricular (rv) lead had an insulation breech. Subsequently, during a delivered shock, an error was triggered, and the shock lead impedance measured low and out of range. The implantable cardioverter defibrillator (ICD) was removed and replaced. During the procedure, the physician noted that artifact was seen on the rv lead when it was connected to the pacing system analyzer (psa). This rv lead was abandoned surgically and will not be returned. No additional adverse patient effects were reported.